Manufacturer narrative:
Patient age was not available from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 8-nov-2016, a medtronic representative went to the site to test the equipment. System logs showed the door open button presses before the system was done booting, causing a tilt state on the motion controller. The imaging system passed all tests during the system check-out and was performing as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system lost motion calibration when it was being moved to the or for a spinal fusion procedure. Motion calibration was then performed, which took approximately 25 minutes to complete. The system would pause during the motions and move very slow. Once motion calibration was completed, the system was fully operational. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.